Event description:
It was reported that the patient¿s therapy was decreasing on its own. Diagnostic revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.